Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing seizure and or convulsions and was unable to self-treat, requiring treatment of mari nasal spray by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing seizure and or convulsions and was unable to self-treat, requiring treatment of mari nasal spray by third-party. There was no report of death or permanent impairment associated with this event